Event description:
An issue involving the diamond mammo gantry assembly was discovered internally by ge healthcare. On some units, the screws holding the rails in the system's easy compression system (ecs) assembly were not sufficiently tightened. There was no injury reported. The concern is that the c-arm of the system may fall if the screws of the ecs assembly were a fail as a result of inadequate tightening.

Manufacturer narrative:
During the preliminary investigation, ge engineering found that the screws that fasten the ecs rails were not re-tightened when adjustments were made to the ecs rails, resulting in loose screws. These screws were not defined as safety parts in the manufacturing documentation; thus no additional checkpoint for inspecting the screws was established. Upon discovery of the issue, the units that had not been shipped were inspected. Units with the aforementioned issue were corrected by tightening the screws. Current info indicates a possibility that units having this issue may have been shipped to the field. Additional investigation is on-going.